Manufacturer narrative:
All operating currents are within specification. No unexpected off no power alarms noted. The insulin passed displacement test and unexpected error test. No audio beep anomaly or alarms noted. The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 107 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.